Manufacturer narrative:
Supplemental medical device report (smdr) # 01 is being filed to correct the date on the initial/supplemental report, filed earlier. Incorrect date of (B)(6) 2018 is being corrected to (B)(6) 2018. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. No phaco tip sample was returned for evaluation; therefore, testing could not be performed. Because a phaco tip was not returned by the customer and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that upon inserting the phaco tip for phacoemulsification, the surgeon noticed the tip was not normal as it was broken/chipped. It was examined under the microscope and exchanged for a new phaco tip. There was no patient injury.